Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the scaffold remains in the patient. A follow-up report will be submitted with all relevant information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of perforation, as listed in the instructions for use is a known adverse event that may be associated with the use of a coronary implant in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
The procedure involved angioplasty of a mildly tortuous, concentric, de novo lesion in the mid left anterior descending artery. The target lesion was pre-dilated, reducing the stenosis to less than 40%. The absorb scaffold 3.0 x 28 mm was then advanced to the target lesion and when inflated the scaffold took shape of the artery very well. However, there was a vessel perforation in the mid area of the absorb scaffold. The absorb scaffold was then dilated to 14 atmospheres. A covered 3.0 x 15 mm stent graft was placed in the middle of the absorb scaffold to treat the perforation. The procedure lasted 30-45 minutes. The patient is doing fine and is stable. There was no clinically significant delay in the procedure. No additional information was reported.